Manufacturer narrative:
Only the fractured portion of the tibial component is being returned. This report will be amended when our investigation is complete.

Event description:
It is reported that during the insertion of the articular surface, a piece of metal fractured from the anterior section of the tibial plate.

Manufacturer narrative:
Only the fractured portion of the tibial component is being returned. This report will be amended when our investigation is complete.